Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia followed by hypoglycemia while using the ilet, with glucose reportedly ¿high¿ for many hours and a low of 35, occurring after missed meal announcements; the event lasted over 19 hours and was addressed through troubleshooting and education on announcing meals and verifying supplies. Symptoms included fatigue, dizziness, confusion, and lightheadedness. Outcomes included transient functional impairment without medical intervention, hospitalization, or use of backup therapy. Investigation included customer interview, review of use patterns, and troubleshooting focused on meal announcement practices and device use. Investigation of this case revealed user-related use error associated with missed meal announcements leading to extended hyperglycemia and subsequent insulin-on-board related hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements.